Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "will not detect upstream occlusion" was not reproduced. Evaluation had the device sent to flow line for upstream occlusion testing with a passing result. Evaluation had the device sent to flow for downstream occlusion test with a passed result. A review of event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor tape was peeling while performing the visual inspection and force sensor is the failing component. The ultrasonic sensor and force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect upstream or downstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.